Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was 506mg/dl which the customer addressed by loading a new cartridge and delivering a bolus via the pump; customer also reportedly administered manual injections. Reportedly, the customer continued to use manual injections as alternate insulin therapy.